Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a low anterior resection, it is claimed by the surgeon that the contour cut the bowel but it did not deploy any staples. When he went to remove the specimen from the patient he noticed that the bowel was open and not stapled. He stitched the bowel and their was no patient consequences. It was the first firing of the device. The surgeon also commented that he heard a crunch when he fired the device and was surprised that it did not staple. He is a very experienced user of the device.

Manufacturer narrative:
(B)(4). Batch # p58p3g. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.